Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "unspecified" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer reported experiencing "legs don't work properly, "feeling odd", "not thinking straight", "brain doesn't work properly."and experienced a fall. The customer however reported self-treating with glucose and no third party treatment was reported. There was no report of death or permanent impairment associated with this event.